Manufacturer narrative:
On september 02, 2025, mentor received additional information regarding the patient's event. It was reported in a patient's MRI that the patient experienced calcifications around the implant. In addition, it was reported that the patient also had minimal subcapsular leakage of the implant. Code a0412 for material rupture has been added in section h6-medical device problem code to capture this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2026, mentor received additional information regarding the patient's event. It was reported that the patient also experienced small cystic structures within the breasts. This information was previously captured in manufacturer report number 1645337-2025-01569 and 1645337-2025-01570. Code e1802 for cyst has been added in section h-health effect - clinical code to capture this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with a 650cc (left) mentor memorygel breast implant and a 700cc (right) mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade unknown) with a rupture on the left side post-operatively. The patient also reported generalized illness symptoms including itching, anxiety, brain fog, fatigue, hair loss, pain, dry eyes, and edema. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.